Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: mw5183451 - it was reported that the right ventricular (rv) lead was capped and replaced. The reason for the lead replacement was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).